Event description:
It was reported that the images on the 9900 system were mixed up. Also, the lift column would stick as it went up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive, cine drive, and dvd were replaced and the software was reinstalled during the service call. The lift column power supply was replaced. The system was tested and found to be working as intended and put back into service.